Event description:
A j-tube enteral feeding device that had been placed in pt more than two weeks previous during a therapeutic procedure had separated. Device separated at the proximal end, resulting in the distal end of the tube remaining in the pt's stomach. The physician successfully removed the tube from the pt's stomach via the aid of a snare. A replacement j-tube enteral feeding device was placed in the pt and the complainant indicated that there was no adverse affect on the pt as a result of the reported problem.